Event description:
It was reported that during a right ventricular lead revision procedure, the physician noted that the atrial lead looked pretty "beat up." The physician capped and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, implantable tachy lead, (B)(6) 2006; 4194, implantable pacing lead, (B)(6) 2006; 7304, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).